Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with an unknown mentor saline breast prosthesis that deflated after implantation. No information about the device is known at this time. The patient had an appointment with her doctor on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with two unknown mentor saline breast prostheses that deflated after implantation. Right side deflation was not as pronounced as it was on the left. As a result, the patient had the devices removed and replaced with mentor smooth round moderate plus profile 500cc saline breast implants on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 14.2 cm on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/05/2018, mentor received additional information regarding this event. The date of explant was (B)(6) 2018. The replacement device was a mentor smooth round moderate plus profile 500cc saline implant (catalog # 3502500, s/n: (B)(4)). Additionally, the contralateral device was also found to be deflated, and was removed/ replaced during the same explant surgery. This device will be reported separately under the same manufacturer¿s reference number. On 02/23/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).